Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported a computed tomography (CT) scan with contrast was performed on (B)(6) 2019 and revealed negative results. A magnetic resonance imaging (MRI) without contrast performed on (B)(6) 2019 revealed normal results. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported on (B)(6) 2019 the patient called after surgery and complained of possible symptoms of infection including elevated blood pressure, a non-positional headache, nausea, chills, and elevated blood sugar. The patient was told to go to the emergency room (ER). On (B)(6) 2019 the hcp received a phone call from the ER. The patient was stable and continued to have headaches and jittery/same symptoms. The patient will come to clinic when discharged. On (B)(6) 2019 the patient was in clinic for evaluation. The patient had the same symptoms as previously noted. On (B)(6) 2019, aspiration of a seroma at the midline spine catheter site was performed to check for an infection and a catheter dye study was performed to check for catheter issue. The catheter dye study passed /normal results. Examination revealed the wounds looked normal on (B)(6) 2019. On (B)(6) 2019 laboratory testing/aspiration/final cultures were negative for an infection. The outcome of the event was noted as ongoing. The clinical diagnosis was possible infection. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was possibly related (surgery/anesthesia). The event date was (B)(6) 2019. Additional information received on 2019-aug-22 from a healthcare professional (hcp) via a clinical study reported the clinical diagnosis was update to infection. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the outcome of the event resolved without sequelae on (B)(6)2019. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient's baseline weight was not measured. The diagnosis was updated to possible infection around pump pocket. No further complications were reported.